Manufacturer narrative:
The device history record was evaluated and no deviations or discrepancies were observed. Radiographs were received depicting the event. Returned device was evaluated and the complaint was confirmed. Device met specifications except in the area of damage which could not be fully measured. The screw head was disassociated from the bone shank. Marring and material deformation evidence suggests that the material yielded during separation of components as a result of excessive forces. Unknown factors include: patient activity at the time or prior to the event, patient bone quality, the degree of spinal instability, or patient compliance with post-operative care instructions. Root cause or specific failure mode cannot be determined. Labeling review notes: "possible adverse events: 2. Disassembly, bending, and/or breakage of any or all of the components. 3. Loss of fixation."

Event description:
In late (B)(6) 2019, patient (diagnosed with pseudarthrosis) underwent revision surgery to remove (competitive implant hardware) left fractured bone screw and replaced with right side, unilateral hardware from l4-s1. During routine two week post-op follow up, radiographic imaging depicted pedicle bone screw head separation from right shank at s1. Approximately two weeks later, revision surgery was performed to remove replace the right s1 screw and add supplemental fixation (adjacent rod and iliac screw). Post-revision patient is reportedly doing well.